Manufacturer narrative:
A battelle critical care decontamination system ccds worker reported while doing regular h2o2 checks with the drager, they brushed by the metallic handle of the ccds bioquell unit and experienced an electrical shock. Worker was not injured by the incident. The ccds bioquell unit was sent to bioquell for evaluation. When the unit was inspected by a bioquell service engineer, it appeared the ccds bioquell unit was moved while plugged in (or the power cord was kicked while attached). The bioquell engineer found that the internal switch contacts had been pulled to the side, and the ground wire had been pulled free entirely of the crimp-ring connection to the chassis. Removing this ground from the chassis created the shock hazard. Bioquell repaired the unit and verified full functionality and nominal operation of the unit. The ccds bioquell unit was returned to service. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
A battelle critical care decontamination system ccds worker reported while doing regular h2o2 checks with the drager, they brushed by the metallic handle of the ccds bioquell unit and experienced an electrical shock. Worker was not injured by the incident.